Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, aortography noted unspecified trace aortic regurgitation. No treatment was provided. Left hemiparesis was also noted. Five hours later, the left hemiparesis resolved. Computed tomography (CT) did not show evidence of a bleed or ischemia. After neurologic improvement, the patient transferred for neurologic rehabilitation. Additional information indicated a cerebral vascular accident (cva) occurred. A correction to the previous description, five hours after the cerebral vascular accident (cva) ¿absance with left hemiparesis¿ was noted. However, the computed tomography (CT) did not show evidence of a bleed or ischemia. The cva required prolonged hospitalization. The cva was reported as possibly related to the valve, delivery catheter system (dcs) and procedure. A fever also presented a few hours after the valve implant and acute on chronic renal failure occurred. The baseline creatinine measured 1.43 milligrams per deciliter (mg/dl). During the event the creatine measured 1.52 mg/dl. Intravenous antibiotics and saline were administered with ¿significant¿ clinical improvement and a creatinine measurement of 1.90 mg/dl. The fever and renal decline were reported as unlikely related to the medtronic product s and causal related to the implant procedure. The day following the valve implant procedure anemia was identified. Hemoglobin decreased to 8.7, however, no bleeding was identified. Intravenous iron sucrose was administered. The anemia resolved 3 days later. The anemia was reported as not related to the medtronic products but rather causal to the valve implant procedure. Initial hospital discharge occurred 11 days following the valve implant with readmission the same day with hospital rehabilitation following the cva. On this date and during this re-hospitalization sepsis developed and unspecified medication was required. Multi-organ failure was initially reported but later redacted. No further information could be obtained to verify the organ failure details. Ultimately, the patient subsequently died approximately 1 month following the valve implant. The physician reported this as a non-cardiac death. The sepsis and death were reported as unlikely related to the delivery catheter system (dcs) and valve, not related to the compression loading system (cls) but possibly related to the valve implant procedure.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device is product ID: enveor-n, serial/lot #: (B)(6), ubd: 16-aug-2019, UDI#: (B)(4)continuation of d10: product ID ls-mdt2-2629; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.